Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a4dr01, ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had oversensing noted on remote transmission. The lead parameter will be reprogrammed in an attempt to fix the oversensing. The lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Event description:
The patient was brought into the office and the device was interrogated. The lead exhibited normal function and no reprogramming was done.